Manufacturer narrative:
Correction: b5 (typographical error) additional information: d9, h3 plant investigation: the power control board and two power logic boards were returned to the manufacturer for physical evaluation. During visual inspection of the power control board no sign of physical damage was identified. The part was installed in as-received condition in a test machine and the machine was powered on, placed in dialysis mode, and passed the self-test without encountering any issues, including audible alarms. During visual inspection of the power logic boards thermal damage was identified on their t5 transistors (part of the heater replay circuit). One of the power logic boards also had damage at the dr7 (part of the voltage regulator circuit). The damaged components of each board were replaced to continue testing. The parts were separately installed a test machine. With both boards the test machine was able to power on, enter dialysis mode, and complete self-test without experiencing an issue, including an audible alarm. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported issue was confirmed through visual inspection of the returned samples.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that two power logic boards have blown t5 transistors after installation into the 2008t machine. There were no messages or audible alarms received. Approximately 30 seconds after entering dialysis mode a "pop" could be heard and a burning smell could be observed. The biomed examined the board to find the t5 transistor blew. The second power logic board was installed and the issue reoccurred. There was no patient involvement regarding the reported issue. The biomed was advised by fresenius technical services to change the power control board with the power logic board. Additional information was requested however a response was not received. No parts have been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that two power logic board have blown t5 transistors after installation into the 2008t machine. There were no messages or audible alarms received. Approximately 30 seconds after entering dialysis mode a "pop" could be heard and a burning smell could be observed. The biomed examined the board to find the t5 transistor blew. The second power logic board was installed and the issue reoccurred. There was no patient involvement regarding the reported issue. The biomed was advised by fresenius technical services to change the power control board with the power logic board. Additional information was requested however a response was not received. No parts have been returned to the manufacturer for physical evaluation.